Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from a patient. On (B)(6) 2012, the baxter customer service representative received a report of peritonitis from a home patient (hp). The cause of this peritonitis event was unknown. It was not reported if the hp had to be hospitalized for the event. Treatment was not reported. It was not reported if the hp recovered from this peritonitis event.